Event description:
It was reported by service report that the power cord was missing the ground prong, and the foot-end lift was stuck in an upright position and would not lower. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: foot-end lift stuck in an elevated position due to a frayed sensor coil cord. Power cord plug missing the ground prong.